Manufacturer narrative:
This report is being submitted following an internal audit.

Event description:
It was reported the pt had erosion of the lead resulting in revision in 2007; the lead remained implanted. Reference MFR report #s: 6000153200802740, 6000153200802752, 2182270200901240.